Event description:
Occasional right thigh pain. Update from rep ar 20dec2018: note that this was picked up as a complaint in our study at 24-month follow-up (which is not standard of care) so no clinic letters outside of the study exist. Surgeon believes it was linked with return to work and prescribed physiotherapy. Update based on clinician review ar 9-jan-2019: an undersized stem in osteoporotic bone has contributed to a marginal bone ingrowth fixation condition of the accolade-ii stem with local overload around the stem tip section and occasional thigh pain as adverse outcome.

Manufacturer narrative:
An event regarding occasional pain linked to a stem size/fit issue involving an accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: an undersized stem in osteoporotic bone has contributed to a marginal bone ingrowth fixation condition of the accolade-ii stem with local overload around the stem tip section and occasional thigh pain as adverse outcome. The prognosis appears benign without prospect for required revision surgery. Product history review: DHR review showed that all devices in the lot referenced were accepted into final stock with no relevant reported discrepancies. Complaint history review: there were no similar events for the lot referenced. Conclusions: the reported event of pain was confirmed based on clinician review of the medical records provided. A review of the provided medical records and x-rays by a clinical consultant indicated: an undersized stem in osteoporotic bone has contributed to a marginal bone ingrowth fixation condition of the accolade-ii stem with local overload around the stem tip section and occasional thigh pain as adverse outcome. The prognosis appears benign without prospect for required revision surgery.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The following devices were also listed in this report: accolade stem 6720-0435 lot ID 54887404, v40 cocr lfit head 6260-9-236 lot ID pp6kk4, trident hemispherical solid back 500-11-52e lot ID 52903501. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Occasional right thigh pain.